Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set; however, additional occlusion had occurred. The customer's blood glucose (bg) level was 158-292 mg/dl. Insulin injections were used to address the high bg level. A system check was performed using the supplies on the pump after the last occlusion and the infusion set site appeared to possibly be the cause of the occlusion. The customer indicated that the cartridge was typically changed every 6 days and thought that the current cartridge may have been used for approximately 3 days. The customer indicated that the cartridge would be changed and new insulin would be used. If this did not resolve the occlusion, the infusion set would be changed.